Manufacturer narrative:
(B)(4). A review of the complaint history, instructions for use (IFU), quality control (qc), trends and a visual inspection of the complaint device was conducted for the purpose of this investigation. Upon visual inspection of the complaint device, there appears to be ductile separation of the sheath in several locations along the sheath. There is elongation of the coils and obvious necking down of the sheath. It appears that the sheath also separated just below the hub of the valve. Further inspection of the device showed that approximately 25 cm of the sheath with 5 cm of elongation was stuck on the balloon catheter. Also, 20 cm of the sheath was still left on the 6 fr. Dilator. The dilator measured to be approximately 44 cm in length. Although the complaint states, "while finishing procedure, and during removal of sheath from groin (with dilator back in) the sheath separated. The user had to retrieve the separated part with balloon," the user would not have been able to insert the dilator fully with the balloon catheter still stuck in the distal portion of the sheath. Also, the nitrex wire was noted to still be stuck in the balloon catheter and unable to be pulled free from it. Per qc, inspection is made to insure the tubing will wrap around specified mandril without the coils separating or the tube breaking. Also, inspection is required to confirm the correct size and type of material used and/or outside diameter. The IFU, lists instructions for sheath removal plus a warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." The precaution states, "the maximum diameter or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." Based on the inspection of the device, the root cause was determined to be due to user technique and caused by another device. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
Initial information received: a dilator was placed while removing the sheath. Another manufacturer's wire was inserted. Upon initial insertion, a 6f high flex ansel was used, but tip wouldn't advance. Afterwards a, 8f dilator was used, which went in okay. Moved to balking because of stiffer dilator. Additional information received on 03aug2015: upon initial insertion, the user tried using a 6 fr high flex ansel but the tip wouldn't advance. Afterwards, a 8 fr dilator was used, which went in okay. They moved to a balkin because of the balkin has a stiffer dilator. While finishing procedure, and during removal of sheath from groin (with dilator back in) the sheath separated. The user had to retrieve the separated part with balloon. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.